Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with device is affected and is reported as fluctuating hearing sensation. Reportedly, the user had a fall.

Manufacturer narrative:
Additional information: based on the currently available information, damage to the reference electrode as might be caused by the reported impact appears to be likely. However, to determine an exact root cause a device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with device is affected and is reported as fluctuating hearing sensation. Reportedly, the recipient had a fall. Re-implantation is under consideration, however, no date has been scheduled yet.